Manufacturer narrative:
Further information was not provided.

Event description:
It was reported that equipment malfunctioned, allegedly contributing to the death of the patient. Further information was not provided.